Event description:
Patient was haveing a colonoscopy. Surgeon used snare wire to remove large polyp. Snare would not coagulate or cut polyp when current applied from esu. Furthermore, thesnare would not release from polyp and had to be cut in order to remove dolonoscope. Patient admitted to endoscopy 8/24/93 for removal of snare wire via colonoscope. Wire was found free in colon and removed. Esu unit checked by biomedical engineering and found to be properly functioning. Polup appeared cauterized. Patient to be re-examined in 2-3 months.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, none or unknown, none or unknown, none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was not destroyed/disposed of.